Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
The patient arrived at the ER with an altered mental status. The ER physician wanted to stop the pump because they wouldn't know if it was the medication causing the patient's issues until they stopped the pump. The drug in the pump was believed to be morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.